Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the stitch broke off from the needle. No blood loss, no tissue damage or loss, no extended or time. The patient is current fine. Nothing fell into the patient's cavity.